Manufacturer narrative:
Initial

Event description:
It was reported that the user received an ¿unable to proceed¿ error when pressing and holding for drops during fill tubing, consistent with an occlusion and a complete blockage associated with the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting and a device issue consistent with complete blockage associated with the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.